Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the thickness of the flap was greater than the set value during lasik flap creation. The depth was more than ten microns greater than the surgeons settings. Additional information has been requested.

Manufacturer narrative:
A technician onsite review shows after this event a board was replaced according to the service bulletin for the on-site visit. However, according to the information of the service bulletin indicates that the measured values of channel 1 and 2 from the respective energy sensor are differing more than the allowed limit. This error is not affecting the patient safety as the system goes into error state if this problem comes up. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).